Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began a couple of weeks prior to contacting lfs, when she reported that she obtained alleged readings on the subject meter of ¿20.1 and 4.6 mmol/l¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient stated that after obtaining the result of 20.1 she had developed the symptom of ¿felt weak¿ she reported that she then tested her blood on her other hand and obtained a blood glucose result of 4.6mmol/l. She stated that she self-treated with food and drink by consuming a peanut butter and orange juice. The patient manages her diabetes with a combination of medications including humalog 10 units in the morning, 13 units at lunch, 16 units at supper and 1 x xigduo pill (oral medication). The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct testing steps were carried out. The test strips had been stored correctly and within their expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury adverse event. However, this complaint is being reported as a malfunction because the calculated difference of these glucose results exceeds lfs¿ criteria for precision.